Event description:
A customer reported that the unit kept occluding and did not reflux during a cataract intraocular lens (iol) implant procedure. The procedure was completed with no pt impact.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).